Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. The staples appear properly aligned. The stapler was returned with 33 staples left in the cover block indicating that at least 2 staples have been fired by the end user. The trigger was not returned engaged. No clear evidence of use in the form of biological material was observed on the stapler. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple was unable to form completely. Four additional attempts were made with the same result. The stapler was disassembled, and it was found that a regular size anvil for visistat 35r staplers was in the device instead of a wide size anvil for visistat 35w staplers. The regular size anvil is smaller and prevented the staples from forming completely when fired. When the sample anvil component was replaced with a lab inventory anvil for the visistat 35w staplers, the staples formed correctly. A device history record review was performed and no relevant findings were identified. The reported complaint was confirmed based upon the sample received. Upon functional inspection, the staples were unable to form completely. It was found that the stapler was assembled with a visistat 35r anvil instead of a visistat 35w anvil. A non-conformance was initiated at the manufacturing site in order to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the staples did not close. Additional information received 02-mar-2023 reports there was no consequence for the patient, and no medical intervention was necessary. It was also reported that the stapler was changed.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73k2200702 investigation did not show issues related to the complaint. The device investigation is pending and the results will be submitted in a follow-up report.

Event description:
Reported issue: the staples did not close.